Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A std+ patella was removed from the right knee and replaced with a new std+ patella. The original operation was conducted on (B)(6) 2012. The patient presented with throbbing pain in the right knee, mostly around the tibial region. A bone scan showed an inflamed patella. Intraoperatively, surgeon removed the patella component, and found several cysts in the patella bone. The cysts were cleared out and a new patella implanted. Surgeon checked the femoral, poly and tibial components and apart from slight wear, surgeon decided to leave these.